Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Reportedly the customer fell and had a small bruise. Customer required assistance from husband to consume carbohydrates. The customer reverted to an alternate method in insulin therapy.